Event description:
New information received states that post paced t wave oversensing was still observed after recommended programming changes were implemented for previously reported oversensing. Further programming changes were discussed but were not made. Patient was asymptomatic and monitoring will continue.

Event description:
It was reported that a merlin transmission showed non sustained rv oversensing due to post paced t wave oversensing. The patient was reported asymptomatic. Programming changes were recommended.